Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Doctor reported via phone call that the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Blood glucose value at the time of the admission was 924 mg/dl. It was stated that the high blood glucose was due to the customer not having the serter device to insert the infusion set. The customer was not wearing the insulin pump at the time of the hospitalization but it is unknown for how long prior to the event. The insulin pump was not replaced or returned for analysis.